Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was confirmed. The device evaluation found the problem of 180 scope detection not functioning occurred because the contact pins of the video connector unit were blocked by lint or debris and that the image not appearing was caused by the scope detection function not functioning. Based on the results of our investigation, it was found that lint and dirt had accumulated on the contact pins of the video connector unit, causing the scope detection function to not function, resulting in no image being displayed. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling review: after reviewing the instruction manual and product labeling, no abnormalities were found that could have led to the phenomenon. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center scope detection was not working. The issue was found during preparation for use. There were no reports of patient harm.